Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2025238. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 25-jan-2022. D.4. Medical device lot #: 2024137. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 25-jan-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd safetyglide¿ needles from lots 2025238 and 2024137 were blocked during the injection. The following information was provided by the initial reporter: "there was 2 affected lots that customers were having trouble with, as per account, 100's of these needles noted to be defective. Gives resistance when syringe is pushed/pulled. One known instance of having to re-do a flu vaccination due to administering injection and being unable to inject solution from syringe. ER dr's also verbalized to oh he has had same issue when using these needles. Same box and lot number contain needles that work vs don't work."

Manufacturer narrative:
After additional review, information was provided by the distributor that only lot 2024137 was involved in the event, which was captured under MFR# 1213809-2022-01355. Therefore, this MDR will be cancelled.

Event description:
It was reported that an unspecified amount of bd safetyglide¿ needles from lots 2025238 and 2024137 were blocked during the injection. The following information was provided by the initial reporter: "there was 2 affected lots that customers were having trouble with... As per account, 100's of these needles noted to be defective. Gives resistance when syringe is pushed/pulled. One known instance of having to re-do a flu vaccination due to administering injection and being unable to inject solution from syringe. ER dr's also verbalized to oh he has had same issue when using these needles. Same box and lot number contain needles that work vs don't work."